Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the patient experienced phrenic nerve stimulation due to the left ventricular lead. High threshold was also noted. The lead was not used and another lead was implanted. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).